Event description:
The customer contacted stryker to report a non critical issue with their device. Upon investigation, stryker observed that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Upon investigation, stryker found that the likely cause of the logged event codes was the user performing the user test too quickly after turning on the device. As a result, the potential and actual severity of harm would be labeled s0, ¿no adverse health consequence¿. This is a known issue addressed in technical bulletin (B)(4) rev aq section 4.7. Therefore, it is reasonable to conclude the reported issue was the result of customer misuse, user error, rather than the result of a device malfunction.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and observed that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non critical issue with their device. Upon investigation, stryker observed that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. There was no report of patient use associated with the reported event.